Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that the physician was deploying the bifurcated stent graft, flowering above the lowest left renal artery; however when the physician pulled the device to place at the lowest renal, the device pulled the device down too far and the physician was unable to advance it back up. The physician noted that there was some aortic motion and it was difficult to keep the device in place. The physician proceeded with the rest of the procedure without issues. Upon final angiography, the top of the stent graft fabric was 1cm below lowest renal. There was a proximal type I endoleak present. An endurant 32/32/49 cuff was implanted and landed just below the lowest left renal and final angiogram showed no endoleak. No additional clinical sequelae were reported and the patient is doing fine.